Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0jvrh, implanted: (B)(6) 2014. (B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported the patient states had been on program 2 at 1.4 volts for about 4 days. The patient states he laid down yesterday to take a nap and when the patient woke up. The patient felt a higher pulsation rate. The patient checked the programmer and it had gone to program 1 at 3.5 volts. The patient was wondering how the program can change. The patient states he set the program back and he checked it this morning and it stayed on program 2 at 1.4 volts.